Event description:
Concern for chemo administering too quickly compared to the entered rate; 2 channels were set up for medication administration. On channel a-primary blue tubing with 250 ml bag of ns, and chemo therapy set up as a secondary. On channel b, there was a 500 ml back of fluids infusing. Ordered drip rate for chemotherapy medication (etoposide) was 575 ml/hr. When evaluating the rate at which channel a was infusing the etoposide in comparison to the channel b setting. Channel a appeared to be infusing at a faster rate. FDA safety report ids # (B)(4).